Event description:
The hosp experienced a ventilator problem related to a gas module malfunction. There was not pt injury.

Manufacturer narrative:
Customer provided failure and purchasing history during a meeting with maquet on june 11, 2007. Maquet inc. Submits this report on behalf of the device mfg facility maquet critical care. Maquet critical care provides prod failure investigation, analysis and resolution for the device described in this report.